Manufacturer narrative:
(B)(4). Insulin pump received with frozen display on the countdown followed by a constant tone alarm, problem isolated to the mother board. Device received with cracked case at the display window corner and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was beeping; customer removed the battery and inserted another one. The display got stuck on number two and device had a constant tone. Customer was advised to insert a new battery; device started counting from one again and stops on number two. It was stated that the insulin pump does not respond to any button press. Blood glucose value is 6.8 mmol/l. Nothing further reported.